Manufacturer narrative:
The device was not returned for evaluation. No photographs of the disintegrated mesh was provided for evaluation. As of the date of this report, no pt info, no implantation surgery info or outcome info has been provided. The available info is insufficient to evaluate this complaint. Multiple attempts have been made to obtain additional clinical info. If additional clinical info is provided, it will be reported in a follow-up MDR.

Event description:
The pt underwent an unk surgical procedure in late 2013 with xcm biologic mesh implantation. Approx 3 months later, the pt underwent an unk procedure and the mesh was removed, possibly due to disintegration. No other clinical info is available as of the date of this report.